Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed an inaccurate cgm reading on (B)(6) 2013. He was not using a correct finger stick technique to compare results properly.patient reported no injuries or medical intervention at the time of contact with dexcom technical support.